Event description:
Aspen labs, 14603 e fremont ave, englewood, co 80112. The electrosurgery accessory returned to aspen labs on the above referenced ra was loggen as a complaint investigation with the indicated number. The investigation has been completed and the device was dispositioned as described below. This letter is provided to inform you of the findings, any necessary internal corrective action taken to prevent recurrence, and request feedback if the internal corrective action was not adequate. The investigation request, action dates, findings and corrective action taken is listed below. Investigation request: "during right axillary dissection, the electrosurgical pencil failed to operate. Another unit was provided to surgeon and functioned ok. Esu unit operating properly." Request date: 2/2/96, received date: 2/7/96. Aspen findings: "found pencil to be operating properly could not duplicate problem, add'l travel on cut button but did not affect activation." Corrective action: "none further, no problem found with returned device. Observe for trends." Please feel free to contact me if you have any further questions regarding this complaint. Please forward this letter to other interested parties within your organisation as necessary.